Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed scope communication errors b30 and e216. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported b30 and e216 scope communication errors on the clv-190 evis exera iii light source tower. According to the customer, initially, the scope was suspected to be the one that needed to be sent in for repair due to the errors. The entire communication cabling was checked and connected in its proper places during troubleshooting. However, the two scopes that needed to be fixed on this station worked fine with the other tower upon troubleshooting. The customer was advised that this indicated the tower's evis exera iii xenon light source light source was causing the problem. The customer will call the repair department later, cancel the scope repair request, and generate a return material authorization for the light source instead. The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.